Manufacturer narrative:
(B)(4). Batch # unk the lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? Was the green checkmark visible at the end of the firing? How may counter-clockwise revolutions of the adjusting knob were used to open the device? Can more information be provided on the resistance felt when removing the device and the specific steps taken to remove the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. What specific type of leak test was performed? What was the reason for the six leak tests? Was the staple line visualized endoscopically during the initial surgical procedure? Can a detailed timeline of events, operative notes, or an autopsy report be provided? How many days postoperative was the leak identified? How was leak identified? What medical or surgical intervention was done to address the post-op leak? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape. What was the date of the patient death? Has a cause of death been determined? Does the surgeon believe that an alleged deficiency of the device led to the patient¿s death or were there other contributing factors to include patient tissue condition? Would the surgeon be interested in speaking with ethicon medical and engineering personnel?

Event description:
It was reported that during a sigmoid resection - circular stapler believed to be fired accurately. Six leak tests performed with no bubbles, however, surgeon feels they experienced some resistance when removing. Patient was brought back with a leak. Patient is deceased. Additional information was provided that the cdh25p was fired by the resident on (B)(6) 2019; rep was called by phone to support appropriate removal of device, including instruction to ensure appearance of green check mark and proper 360 counterclockwise rotation of knob twice. Dr. Feels device was correctly fired but resistance was felt upon removal. Well defined donuts observed and 6 leak tests performed with no bubbles. Patient was later brought back to operating room with an anastomotic leak and died.

Manufacturer narrative:
Product complaint (B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Rectal cancer. What healthcare professional fired the device and what is his/her experience with the device? Resident fired the stapler. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No issues with firing. Was the green checkmark visible at the end of the firing? How may counter-clockwise revolutions of the adjusting knob were used to open the device? Two anti-clockwise revolutions. Can more information be provided on the resistance felt when removing the device and the specific steps taken to remove the device? Excessive force was used to remove it, twisting, pulling. Was a complete transection of the white breakaway washer visually confirmed? We removed the brea-away washers after firing. Were the donuts inspected? If so, please describe. Complete donuts. What specific type of leak test was performed? Air insufflation with rigid scope what was the reason for the six leak tests? We noticed tiny amount of fecal fluid during first insufflation. Was the staple line visualized endoscopically during the initial surgical procedure? Staple line was not visualized endoscopically. Can a detailed timeline of events, operative notes, or an autopsy report be provided? How many days postoperative was the leak identified? Leak identified 24 hours later how was leak identified? What medical or surgical intervention was done to address the post-op leak? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape. What was the date of the patient death? Has a cause of death been determined? Does the surgeon believe that an alleged deficiency of the device led to the patient¿s death or were there other contributing factors to include patient tissue condition? Would the surgeon be interested in speaking with ethicon medical and engineering personnel? I would love to speak to ethicon engineering personnel. Additional information provided: the surgeon stated that this was his first time using the device. He had a hard time removing the stapler after firing and the sales rep was on the phone to support removal. After the device was removed, the anastomosis was tested and did not leak. The patient presented with a leak the following day and a significant portion of the anastomosis was gaping open. The removal issues were further discussed to include IFU steps for removal. When asked if two complete revolutions of the adjusting knob were used to open the device, the surgeon responded that the device was opened two turns, but the device would not rotate at that point. When asked if he attempted to open the device a little more, the surgeon said he did not think so. With further manipulation, the device was able to be removed. The surgeon was asked for more information about the multiple leak tests performed. He explained that previously there had been some spillage in the pelvis that was sucked out; there was intraluminal juice that was greenish. During the leak test, once inflating, there was a small amount of greenish juice, but no bubbles. Everything was sucked out, fresh water used, and tested five more times to ensure no bubbles. He further explained that if no bubbles are observed, no contents are escaping without air also escaping from the lumen. He stated that in the absence of any bubbles, he discarded the idea that it was intraluminal. The surgeon was asked if a proctoscope was used to evaluate staple form and he responded that it was not. When asked about the patient¿s postoperative course the surgeon stated that the patient presented the next day and his partner reoperated. No ischemia was observed and there was no distension of the anastomosis. Three-quarter inch of the staple line was described as gaping. When asked about staple form, the surgeon responded that there were no observations made about staple form. He stated that there was no stool identified, just fluid. The anastomosis was disconnected and a colostomy was performed. The patient did well for some time and the bacterial load did not seem to be enough to be a deadly event. The surgeon stated that there were ¿some other contributing factors¿ and ¿judgment issues¿ and that the ¿patient went downhill really fast.¿ the surgeon was asked if there was anything unique about the tissue or disease state. He responded that the tissues were fine; the patient had cancer, but the surgery was easy. He stated that it was disturbing to him that a gap developed right after surgery; one that could not be missed. The patient had been brought back to the or within 18 hours with only a leak of fluid, which he did not consider significant given the short amount of time.